Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose reached a low of 49 mg/dl. The customer treated with food. Troubleshooting was declined for the low blood glucose; the customer stated that the basal delivery through the night caused the hypoglycemia. The insulin pump was not returned or replaced.